Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t stat assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial result was 373 ng/l. A new sample was collected three hours later that gave a result interpreted a negative. The initial sample was repeated and the result was 7 ng/l. The repeat result was deemed correct.

Manufacturer narrative:
Based on the qc recovery data provided, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.